Event description:
A baxter representative reported to customer service a pump with a battery issue. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary:the reported condition of a pump with a battery issue was confirmed as depleted batteries. Inspection of the device found that the cause of the reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005.